Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 years (calculated from the date of purchase to the date of the event). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that during a log file analysis performed by manufacturer¿s technical services, it was observed that on (B)(6) 2017 at 5:36:03 am it appears the patients mobile power unit (mpu) came loose from ac power prompting the patients system controller to enter power save mode. This took place for a few seconds prior to being resolved. The pump performance was not affected from these incidents. Additional information was requested, but was not provided.